Manufacturer narrative:
E1. Initial reporter facility name: (B)(6)hospital there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates, for example ps. Aeruginosa, had a low mics when compared to other test methods and reference laboratory testing. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument reports a mic less than or equal to 8 as sensitive, however, when performing the e-test, higher mics are obtained, changing the category to intermediate or resistant. A bd field service engineer (fse) was dispatched to the customer site. The fse requested strains and noted they were processed in another team. It was noted that a meeting would be held to determine possible solutions. Multiple attempts were made to get more information, but no response was received. No additional details were provided on a resolution. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates, for example ps. Aeruginosa, had a low mics when compared to other test methods and reference laboratory testing. No health impact or consequence reported.